Event description:
The customer contact reported device breakage. On unspecified dates, the tubing sets were being used to deliver unspecified lengths of time, it was reported that the nurses attempted to connect the male adapter of secondary tubing sets to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified solutions. At this time, it was reported that the semi-rigid adapter of the clave secondary ports broke. No specific details were provided. The primary tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to these patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.